Event description:
A customer reported that during a procedure, the pt experienced a "soft" eye due to a loss of pressure in the system; the insertion flow became unstable and fluctuated. It was reported that the pt experienced harm; additional info has been requested regarding the nature of the harm, but no additional info has been provided to date.

Manufacturer narrative:
The company rep remotely advised the customer to change the cassette, as they have had previous cassette issues. The company rep then performed an onsite eval of the system and found it in use on "emergency lists." The customer will re-use the system and notify the company rep if the issue persists in the future. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replace or confirm the reported event. A review of complaints for the last (B)(4) did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).